Event description:
A nurse reported a system message displayed during surgery. The case was completed with an alternate system. There was no known harm to the patient during the case. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).